Event description:
Info received indicates the siderail control cable from the conditioning board to the extension cable became loose, catching in the siderail center arm assembly and preventing the siderail from locking. Because of this, the control cables outer sheathing is cut and worn away exposing wiring.

Manufacturer narrative:
The technician replaced the cable and controls on siderail to repair the bed.